Event description:
Reporter states customer had low blood glucose symptoms with blood glucose result of 262 mg/dl; no actions taken based on device result. Paramedics were called, and obtained result of 17 mg/dl on their meter about 30 mins after customer's meter result of 262 mg/dl; treated with glucose. Later that morning customer reportedly received result of 283 mg/dl on the advantage system and 114 mg/dl on professional's device within 10 mins. Requested return of suspect device and replacement was sent.